Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument dislocated from the joint it is attached to. Too loose to operate with. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator show damage. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.29 mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.